Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-05748. It was reported that a perforation and patient death occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified proximal end of the left circumflex artery (lcx). The angle of the lesion was noted to be 90 degrees. A 1.5mm rotalink plus and a 330cm rotawire were used for treatment. When advancing the burr, the rotawire was detached and the rotalink plus burr perforated the vessel. A perfusion balloon was used to treat the perforation, but this was unsuccessful. The patient was sent for surgery; however, the patient expired.